Event description:
It was reported to philips that the device experienced a charge failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was performed by the fse and the reported issue could not be replicated. It was clarified that the user did not hold down the charge button while in sync mode and subsequently prevented the device from properly charging. The fse confirmed that the unit was fully functional with no noted issues that could have caused or contributed to the original allegation. Based on the conclusion of the evaluation, it was determined that the failure was caused by a user related error. The user did not hold down the charge button when instructed which resulted in the reported failure. The device was deemed fit for use and the unit remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a charge failure. There was no patient involvement.